Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose between 347 mg/dl and 391 mg/dl with symptoms of nausea and vomiting. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had remained on the pump at the time of the call. The reporter stated that there was a loss of prime alarm following a power off of the pump and that the pump was not fully primed afterwards. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of not fully priming the tubing.